Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. Both mechanical, functional and long term testing was done. The complaint could not be confirmed when tested. The device operated within all of its' specifications. We suspect that the problem was related to the oxygen supply, either the use of a regulator with inadequate flow or some other interruption in the supply. Unit was returned to the owner.

Event description:
The device was applied to a patient in cardiac arrest. It was reported that when attempting to use the device it would not compress to the 5cm depth with the chest depth knob turned all the way up.. The device was removed from the patient and manual CPR was continued. The patient was not revived. It was reported by the user that the failure of the device did not contribute to the death of the patient.